Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented for a lead revision due to lead fracture. No symptoms or inappropriate therapy were reported. The lead was laser removed and replaced. The lead was not recovered after the procedure. The procedure was completed successfully without adverse consequence to the patient.